Manufacturer narrative:
The device was returned, and the evaluation confirmed the customer¿s reported issue. Error 282 appears after the power-on self-test and has been traced to a defective control board. The evaluation also noted the device has minor cosmetic damage (scratches) on the top cover. This does not affect the functionality of the device. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer returned the electrosurgical generator for evaluation of a reported ¿error 282¿, that permanent alarms when attempting to use. The problem was found during preparation for use. The procedure was completed using a different device. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation,. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the displayed error code e282 was traced to a faulty main control board. The defective parts were replaced, along with a full calibration, verification, and electrical safety check to ensure it was performing within specification. Olympus will continue to monitor field performance for this device.